Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad) and hyperlipidemia (hld). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was learned through implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 9 months due to stenosis. The patient presented with chest pain and fatigue. The explanted valve was replaced with a 23mm 11500a valve. Patient was stable post procedure.

Manufacturer narrative:
H3: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact; heavy calcification was observed on leaflets 1 and 2, and minimal calcification nodules on leaflet 3. Extrinsic calcific deposits were observed on the surface of leaflet 1 on both the inflow and outflow aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 on the outflow aspect and 8mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Calcification restricted leaflet mobility and led to stenosis. Suture holes were observed around the valve sewing ring. Sewing ring cloth was cut in multiple areas around the valve. Wireform was exposed around leaflet 3 and suture threads remained attached to the sewing ring. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad) and hyperlipidemia (hld). Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
It was learned through implant patient registry and later through product evaluation that a 21mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 9 months due to leaflets calcification and host tissue overgrowth (pannus). The patient presented with chest pain and fatigue. The explanted valve was replaced with a 23mm 11500a valve. Patient was stable post procedure.

Event description:
It was learned through implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 9 months due to unknown reasons. The explanted valve was replaced with a 23mm 11500a valve. Patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.